Event description:
Patient revised to address loose insert and femoral component that was flexed.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported event; however, provided information stated the femoral component was in "flexed" condition indicating the device was in mal-positioned alignment. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.